Event description:
It was reported that the reservoir of this inflatable penile prosthesis herniated from its original implant location. The patient underwent surgery to replace and reposition the reservoir. There were no reported patient complications.